Manufacturer narrative:
E2- no information provided. The subject device was received and evaluated . Device evaluation found the reported issue was confirmed . Evaluation found no image due to a bad cable, evaluation found the device failed leak test due to cut on the cable, rubber part came off due to cut. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus that the device had no picture. The issue occurred during a diagnostic procedure. Per the report, "the shaft of the scope was bent /dented" and was received as is in the sterile processing department (spd). The issue occurred during diagnostic procedure. There was no patient harm or injury reported due to the event.